Manufacturer narrative:
E1 full name and address: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction; it was detected that there was an indentation in the insertion tube, and the lens inside the insertion tube was shattered causing the endoscopic image to be partially blurred and shadowed. The bending of the insertion tube was caused by improper external force and the improper external force may have caused internal lens to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the telescope lens inside the insertion tube is shattered. The event occurred during set-up, prior to use. There were no reports of patient involvement.